Event description:
Per the audiologist, the patient was explanted due to a skin flap infection. The patients device was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report - this type of event is addressed in the device labeling.